Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they have changed the reservoir and infusion set, yet issue has continued. During troubleshooting, customer was asked to perform a fixed prime of insulin. Customer states the insulin did exit. Next, customer was asked to manual prime of insulin. Customer states device alarmed no delivery. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.